Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega needle driver instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed when the issue occurred was ureterovesical anastomosis. The surgeon had a hard time opening the grips just before the cable came out.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided images is consistent with the complaint of a broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was noted to have broken cable. The procedure was completed with no reported injury.